Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. The facility reported that two events occurred on device ld151285871. Therefore, two separate complaints records were opened and log under numbers: (B)(4) (us 9681684-2025-00013), (B)(4) (9681684-2025-00014). In the complaint (B)(4), it was reported that resident was transfer from the bed to the wheelchair by using the maxi sky 600 ceiling lift and arjo loop sling tha6i-m-33. It was reported that the resident was raised over the bed, the caregivers started the transfer to the resident's wheelchair. Before they reached the wheelchair, the sling leg loops on both sides came off of the spreader bar. The resident was above the floor the caregiver lowered the resident to her knees, cradled her head for support, and then carefully placed her onto the floor. It was reported that when resident was transferred from the bed, the caregiver supported/lifted the resident's legs. As a consequence of the event the patient sustained back sore. The sling loop is attached to the lift spreader bar by the loader latch, which is equipped with a spring mechanism that closes the latch to prevent accidental removal of the loop. Therefore, if the latch is closed the sling loop will not detach from the spreader bar. After the event, the lift and sling were evaluated by an arjo representative and no malfunction was found. During the interview with the customer, it was determined that the most likely cause of the reported loop detachment was incorrect loop attachment. The customer reported that it was possible that the loop at the head of the sling had not been attached down into the spreader bar and the incorrect sling application may have obstructed the latch from closing properly. The instruction for use (IFU) for maxi sky 600 (001.14150.33) includes section 'procedure for using loop slings with a two-point spreader bar,' which provides step-by-step instructions and graphical illustrations on how to apply sling on lift spreader bar. Also, the instruction for use for contains information that: "warning: the two point spreader bar has hooks for use only with slings equipped with loops. When attaching a loop sling to the two-point spreader bar, always ensure the sling attachment loops are positioned correctly into the safety latches." There was no malfunction found which might lead to loop detachment. It was suggested by the customer that the incorrect sling application and manipulation of the patient leg during the transfer might lead to loop detachment. To sum up, the arjo sling and ceiling lift were used during the resident transfer. The lift and sling system is designed to provide patient transfers. Since the sling loop detached it is considered that the lift did not meet its performance specification. The complaint was decided to be reportable due to reported loop detachment during transfer.

Event description:
The customer reported two complaints relating to the loop detachment issue, (B)(4) and (B)(4). In complaint (B)(4), it was reported that the resident was transferred from a bed to a wheelchair using the maxi sky 600 ceiling lift and arjo sling tha6i-m-33. Before the caregivers reached for a wheelchair, the sling's leg loops detached from the lift spreader bar. The resident was above the floor when the event happened, the caregiver lowered the resident to the floor. When transferring from bed, the caregiver supported the resident's legs. The resident' sustained back sore.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.